Event description:
It was reported that the patient with this right ventricular (rv) lead was unable to work or function. Also, the patient experienced atrial fibrillation (af) practically all the time. High pacing threshold measurements was the reason behind and continue monitoring with latitude. As of this time, this rv remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was unable to work or function. Also, the patient experienced atrial fibrillation (af) practically all the time. As of this time, this rv remains in service. No adverse patient effects were reported.